Event description:
The lead was implanted on (B)(6) 2004. Now recent onset noise on rv and shock egm triqqerinq nsvt episodes. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).